Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on the information from the field, it is suggested the event was caused by the patient's cardiac disease.

Event description:
During right ventricular (rv) lead implant, high impedance, poor sensing, and high capture threshold were observed. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high lead impedance, poor sensing and high capture threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.